Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument cut but did not staple. The surgeon applied another device and resected the original application site.